Event description:
It has been reported to philips that the machine was not booting. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. Philips remote service engineer inspected the system and confirmed that the system was booting but exposure was not possible due to a full image disc and malfunctioning image processing. The ippc software was reloaded, recreated the image store and tested the system. After the system was tested, the device was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code and evaluation method code were corrected.